Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that drawer 3 was not detected on the bus, preventing storage space recovery. It was also observed that three rows of drawer 3 were not displaying any cubies. The device was powered off, and the cubies were manually released from the row boards. Upon inspection, a medicine spill was found on one of the row board terminals, which had caused corrosion. The affected row board was replaced with a new one. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3 cubies were reported as device not detected on bus, preventing storage space recovery despite multiple soft and hard reboots including power off for 5 minutes. However, there were no delays or adverse events or injuries reported based on this event.